Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 180 mg/dl. The customer was able to clear the motor alarm, rewind, and complete the priming process. The custoemer received a no delivery alarm during the bolus process. There were no significant events leading to the alarm were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor test due to faulty fsr (gold). The insulin pump passed the displacement, rewind, basic occlusion and occlusion test. There was no motor error alarm or excessive no delivery alarm noted. The motor passed the motor test. The insulin pump was received with cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratches on the display window and the end cap sticker was missing.